Event description:
It was reported the patient received the following results within 15 minutes measured with two different aviva meters: 350 mg/dl and 129 mg/dl. The same vial of strips was used with each meter.